Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not think that the pump was delivering insulin and that there might be air in the cartridge. The customer's blood glucose (bg) level was over 400 mg/dl. The customer had changed the infusion set site multiple times. The customer was hospitalized due to being on antibiotics and high bg levels. The customer was treated with intravenous fluids. Reportedly, the customer had been using humalog in the cartridge for 4 days.